Event description:
The customer contacted verathon inc. Regarding a glidescope cobalt avl baton 3-4 that is causing a blue haze across the top of the screen. The customer tried another baton with the monitor and the issue did not reoccur. The device was returned for further evaluation. No patient injury was reported with this incident.

Manufacturer narrative:
Service received the returned device. Service confirmed the reported incident. A replacement of the device was issued to the customer.